Event description:
Ous MDR: after an implantation period of approx. 8 months, oversensing with two inappropriate therapies in the right and ff channel was reported.

Manufacturer narrative:
Both leads were returned in a fragmented state. The solia was found cut 7.5 cm distal to the is-1 connector pin. The protego was cut 12.5 cm distal to the df4 connector pin. All fragments were received for analysis. In the course of the visual inspection of the solia and protego fragments, multiple deformations of the outer coils and cuts in the insulation were noted, which most likely resulted from the extraction procedure as reported in the complaint description. Furthermore, the protego showed a squeezed and deformed lead body 40.5 cm proximal to the lead tip. In this region the insulation and the coating of the conductor cable to the shock coil were damaged. This finding can be considered as the root cause of the clinical observation of oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.